Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that saline would not flow through the IV line could not be verified due to the product not being returned for failure investigation. A device history record review for model 10014881 lot number 20035022 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 09mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that sec 20dp w/ss dc low sorb would not allow saline to flow through the line. The following information was provided by the initial reporter: material no: 10014881, batch(lot) no: 20035022. It was reported that saline would not flow through the IV line. Additional information (customer response) 13-aug-2020: was there a delay of, or change in, the course of treatment due to the event? Please explain: no; new tubing was primed and used. Treatment had not begun. 2. Exposure to blood/bodily fluid/IV solution? If yes, please explain: no. 3. How much fluid is in the drip chamber prior to priming the rest of the set? The secondary line was being back-primed with saline from the primary bag, so there was none prior to priming the rest of the set. 4. How far in the bag is the spike? Secondary bag was not attached to the secondary line; secondary line was being back-primed. 5. What steps do you take to help when you do not see flow? Massage tubing, squeeze infusion bag, other technique? Which one of these, if any, helps the fluid flow. Squeeze infusion bag. Nurse took the tubing out of the packaging, and attached to primary line to back prime, found that the saline would not flow through the IV line and then realized the saline was leaking on the floor and there was a disconnect in the tubing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sec 20dp w/ss dc low sorb would not allow saline to flow through the line. The following information was provided by the initial reporter: material no: 10014881, batch(lot) no: 20035022. It was reported that saline would not flow through the IV line. Additional information (customer response) 13-aug-2020: was there a delay of, or change in, the course of treatment due to the event? Please explain: no; new tubing was primed and used. Treatment had not begun. Exposure to blood/bodily fluid/IV solution? If yes, please explain: no. How much fluid is in the drip chamber prior to priming the rest of the set? The secondary line was being back-primed with saline from the primary bag, so there was none prior to priming the rest of the set. How far in the bag is the spike? Secondary bag was not attached to the secondary line; secondary line was being back-primed. What steps do you take to help when you do not see flow? Massage tubing, squeeze infusion bag, other technique? Which one of these, if any, helps the fluid flow. Squeeze infusion bag. Nurse took the tubing out of the packaging, and attached to primary line to back prime, found that the saline would not flow through the IV line and then realized the saline was leaking on the floor and there was a disconnect in the tubing.